Event description:
It was reported that a device was used during a low anterior resection. It was reported by the affiliate that after firing the cdh29 instrument, the surgeon found a hole on the bowel and the distal donut was incomplete. Exactly, the distal donut was only a half circle and the purse string suture was not cut as usual. Also, the washer jumped out after opening the anvil, which usually would not happen. The surgeon asked for a report on why the device failed. The pt received a longer operation time.